Manufacturer narrative:
Additional information: investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: vc/organ perforation, pe, leg swelling, sob, limited physical activities, anxiousness - updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported shortness of breath is directly related to the filter. Unknown if the reported leg swelling, limited physical activities, anxiousness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The lot # is unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. (B)(6), lot number is unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a review of patient imaging dated 01dec2016: "the ivc filter placed in [patient] is cook gunther tulip ivc filter. The device is intact and in-situ the position of the filter is in line with the long axis of ivc. No migration of ivc filter seen. Primary leg tips of the ivc filter are seen piercing the ivc luminal wall: tip of the primary leg on the lateral aspect is seen outside the ivc lumen and lying in mesenteric fat. It measures approximately 1.05 cms outside the ivc lumen. Tip of the primary leg on the medial aspect is seen outside the ivc lumen and piercing the adjacent lumbar plexus. It measures approximately 1.36 cms outside the ivc lumen. Tip of the primary leg on the anterior aspect is seen outside the ivc lumen and piercing the adjacent small bowel loop. It measures approximately 1.23 cms outside the ivc lumen. Tip of the primary leg on the posterior aspect is seen outside the ivc lumen and abutting the adjacent vertebral body. It measures approximately 1.10 cms outside the ivc lumen. No demonstrable surrounding free fluid/contrast leak is seen to suggest active bleeding from the ivc. No demonstratable [sic] fragments of ivc filter seen.

Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference# 3002808486-2018-01491. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference# tbd. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to pulmonary embolism (pe) with contraindication to anticoagulation. Patient alleges vena cava perforation, organ perforation and pulmonary embolism. Patient further alleges to experience leg swelling, shortness of breath, unable to perform physically and anxiousness.